Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
Orbital atherectomy treatment in the mid right coronary artery (rca) was successfully administered, followed by balloon angioplasty and stent placement. Treatment in the distal rca was continued. On the first treatment pass the wire was inadvertently pulled back. The oad jumped through the lesion, and came into contact with the tip of the viperwire. The tip of the viperwire fractured. The fragment migrated into a side branch and could not be retrieved. The patient experienced bradycardia and became hypotensive. The symptoms resolved without medical intervention. The patient's condition was described as fine following the procedure. Per the opinion of the physician, the cause of the bradycardia and hypotension event was due to the oad jumping forward and the guide wire moving back. The physician did not consider the hypotension and bradycardia episode to be life-threatening.